Event description:
Radiometer complaint reference: ct1-029371no reports of death related to this complaint. According to the complaint, the customer reported that an needle stick injury involving the arterial blood sampler safepico70 (lot number: zk56), occured after blood sampling.